Event description:
Fails print 12-lead ECG analysis results.

Manufacturer narrative:
(B)(4). Fails print 12-lead ECG analysis results. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.